Event description:
The reporter stated that during posterior intervertebral body fusion surgery, the prongs of the inserter broke off after the implant was rotated into position. The implant had been fully rotated into place, so the spare instrument was not needed. The surgeon reached in and pulled out the tips and finished the surgery. There was no harm to the pt.

Manufacturer narrative:
The returned instrument confirms the tip breakage that was reported in the original complaint. The tips were discarded by hospital personnel. A review of the complaint log shows that the instrument tips breaking off is a repeat issue, however, there have been no pt injuries reported as a result of these complaints. The device history record for this batch indicates that it was manufactured in april of 2009 and did not have a nonconformance. To date, the eval of the device involved in the reported incident has not been completed. An investigation has been initiated based upon the reported info.